Event description:
It was observed that during the device evaluation, the rigid video scope exhibited universal cable is scratched, insertion tube is dent, light guide bundle is broken, electrical contact in the video connector is dent, video connector cover is dent, video connector cover is crack, video cable is scratched. There was no patient involvement.

Manufacturer narrative:
The device was returned to regional service center for a service inspection and the reported event was reproduced. In addition, the following reportable malfunctions were identified during the device evaluation: universal cable is scratched, insertion tube is dent, light guide bundle is broken, electrical contact in the video connector is dent, video connector cover is dent, video connector cover is crack, video cable is scratched. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: rotation knob malfunction. This event is caused by components failure of outer grip. And for the newly identified malfunctions mentioned above, the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.